Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced at start up. System error 105 was confirmed and caused by a seized motor.

Event description:
It was reported that a spectrum pump displayed system error 105 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.